Event description:
Prior to implant, the helix of the right ventricular (rv) lead failed to extend. The rv lead was not implanted and a new rv lead was successfully implanted to resolve this event. The patient was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. The helix was partially extended and clogged with blood/tissue. X-ray inspection found over-torqued of the inner coil at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event was isolated to traces of blood/tissue in the helix region and over-torqued of the inner coil. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.